Event description:
It was reported that the patient's ambicor penile prothesis (app) developed an aneurysm on the right cylinder. Left cylinder would still inflate, however, right cylinder stopped functioning. Date of issue is unknown. Previous ambicor implant (12.5mm x 20cm) was removed and a new inflatable penile prosthesis (ipp) was implanted. The patient had a good outcome with no further complications. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.